Manufacturer narrative:
Follow-up received on 05-sep-2016. (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 08-sep-2016 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 718 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous case report, received via regulatory authority, refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure, severe bleeding arose on the left (post-procedural haemorrhage). In addition, she had abdominal pain. She is planning to remove the devices. These events are listed in the reference safety information for essure. During essure insertion, procedural bleeding may occur. Besides, abdominal, pelvic and uncharacterized pain may occur during essure use. Despite the lack of information for a comprehensive causality assessment, considering their nature per se and the absence of alternative explanation, causal relationship between the reported events and essure use cannot be excluded. Since an intervention will be required to remove the devices, this case is regarded as incident. Other non-serious events were reported. According to product technical analysis, since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No further information can be obtained.

Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 30-mar-2016 from a (B)(6) female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2012 essure (fallopian tube occlusion insert) was inserted. Placement took 60 minutes and she had a painful procedure. It was reported that complications during insertion occurred. She stated that on the left, a severe bleeding arose, after first attempt of insertion physician has stopped and second placement occurred a month later and went well. She had a control position of essure but it was not specified. On an unspecified date the consumer experienced abdominal pain, sleep apnea, allergy for products (e.g. Shampoos, perfumes), irregular bleeding or breakthrough bleeding, heavier menstruation, strange taste in mouth (metal taste), pain in head, throat pain, dizziness, increase or decrease of weight, nausea, tiredness, mood swings, memory loss, concentration problems, chronic vaginosis (confirmed after test), varicose veins, yellow palms of the hands/feet/white of the eye, lower voice, and shortness of breath. Consumer stated that she had problems with movements, work-related problems, problems with daily tasks, relation and/or family problems and social activities and happiness. She contacted a doctor and she visited a pulmonologist, sleeping department, neurologist and cardiologist. She was treated for varicose veins by heating with punctures. She is planning to remove essure. Company causality comment: this spontaneous case report, received via regulatory authority, refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure, severe bleeding arose on the left (post-procedural haemorrhage). In addition, she had abdominal pain. She is planning to remove the devices. These events are listed in the reference safety information for essure. During essure insertion, procedural bleeding may occur. Besides, abdominal, pelvic and uncharacterized pain may occur during essure use. Despite the lack of information for a comprehensive causality assessment, considering their nature per se and the absence of alternative explanation, causal relationship between the reported events and essure use cannot be excluded. Since an intervention will be required to remove the devices, this case is regarded as incident. Other non-serious events were reported. Technical analysis has been requested. No further information can be obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs